Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that maybe 2 years ago they noticed the therapy didn't seem to be working anymore. As a result, the patient stopped using the therapy. The patient stated that they cath twice a day. The patient also mentioned that they've had about 13 bladder surgeries and several different inss implanted over a period of time. The patient would like to get the ins removed, but that has not happened yet. . The agent reviewed the process for replacing the lost equipment, but the patient wasn't sure what to do since they need to get the MRI tomorrow and they plan to have the ins removed. The agent reviewed that the MRI facility could call nas and request to have their local mdt rep paged to see if they can assist at the MRI appointment tomorrow. The patient said they will follow up with their oncologist as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.